Manufacturer narrative:
Concomitant medical products - (B)(4), inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the damaged blade to be related to the customer reported complaint. The harmonic ace insert was found to have scratch marks and mechanical indentation damage on the blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is attributed to mishandling/misuse. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have a damaged teflon pad on the clamp arm. There was material missing as a result. The root cause of this failure is also attributed to mishandling/misuse. The device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace insert. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed missing material from the harmonic ace insert teflon pad. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields in initial reporter name and address is not available.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the ethicon generator had a warning message of please change a new instrument. This instrument could not work. The customer noted that the harmonic ace insert was in well condition and not broken. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. (B)(4), inc. (Isi) has performed follow-up to request additional information related to the reported event. However, as of the date of this report, no further details have been received.